Event description:
Patient presented to the physician with inflammation at the chest incision site. Physician prescribed antibiotics. Patient presented back to the physician with signs of infection. Physician brought the patient into the or and removed the entire inspire system.